Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly and the tissue was not close. Excessive bleeding occurred. The surgeon applied suture. The pt's status is satisfactory.